Manufacturer narrative:
No sample is available for the MFR to evaluate.

Event description:
The event is reported as: complaint alleges: "according to the customer (hosp staff) catheter had to be withdrawn during general (B)(4) on pt, because the balloon could not be deflated." No pt injury reported. Additional info has been requested.